Event description:
The customer contact reported air in the tubing distal to the pump with no pump alarm. At an unspecified time, the pump was programmed to deliver an unspecified concentration of propofol, at a rate of 20 mcg/kg/min, and the delivery was started. No further programming parameters were provided. The customer contact indicated the container size was 100 ml. After an unspecified length of time, the nurse went to the patient's room in response to an end of infusion alarm. At that time, it was noted the container was empty and 8 inches of air was distal to the pump with no air in line alarm. No air was delivered to the patient. The pump was removed from clinical use. Therapy was resumed using a replacement pump. There were no reported adverse pt effects and no reported delay of therapy critical to this patient. No medical interventions were required. Though requested, no add'l info was provided.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).